Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-04390

Manufacturer narrative:
Per the clinic, the patient experienced infection at post aural incision site and subsequently was treated with oral antibiotics (specific date and duration not reported) preoperatively and an injectable antibiotics post-operative at day 4, followed by oral antibiotics for 1 month (specific date not reported). It was also reported that injectable antibiotics were administered for 9 days spanning the preoperative and post-operative periods of the explant.